Event description:
It was reported that patient presented in hospital after receiving multiple high voltage therapies. The device was in backup vvi mode and battery was near end of service. The inappropriate shocks were caused by lead noise. The ICD and competitive lead were replaced. Excessive charges and shocks depleted the battery. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of inappropriate therapy was confirmed in the laboratory. The device was in backup vvi mode due to a power-on reset. Review of stored electrograms noted that multiple therapies delivered in a short period of time depleted the battery. Noise was also observed on stored electrograms. The device was tested on the bench and no anomaly was observed.